Event description:
Ous MDR - after an implantation period of approximately 1 month dislodgement was reported. The lead was explanted and returned to biotronik for analysis.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was examined visually, electrically, and mechanically. During this inspection, no deviations from the technical specifications were found that could be connected to the clinical complaint. The lead proved to be in conformance with specifications and without defects. The electrical measurement values were within the specification. The fixation showed no anomalies. The manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.